Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had keypad not responding. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that the insulin pump had cracked at battery chamber going down. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. Hardware low level failures alarmed during self test and confirmed in pump history with variable due to broken trace at pin 1 and pin 6 on u1 keypad assembly. Device received power error due to non-sleep anomaly software error. Device received with cracked case , cracked case-corner of belt clip rails, and cracked battery tube threads.